Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of intimal dissection, thrombosis and myocardial infarction are listed in the xience sierra, electronic instructions for use as known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that on (B)(6) 2018 the 2.75x38 mm xience sierra stent was implanted in the left anterior descending coronary artery without incident. The next day, (B)(6) 2018 the patient had an st elevation myocardial infarction with thrombus inside the xience stent. The condition was treated with thrombectomy and the patient is now in stable condition. It was suspected that there may have been a distal stent edge dissection on (B)(6) 2018 that was not identified during the procedure, which may have led to the stent thrombosis. No additional information was provided.